Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat a lesion in the moderately calcified superficial femoral artery, a 7mm x 100 mm x 135 cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion. During the second inflation, the balloon ruptured at 8 atmospheres. The bdc was replaced with a new unspecified armada 35 bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.